Manufacturer narrative:
(B)(4) has reached out to customer to provide sample for the investigation. (B)(6) label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer stated ¿we did have a near miss with an (B)(6) patient because the safety system does not remain locked because the safety clip is missing. The needle came out of the safety system and nearly stuck the therapist. This is a safety issue as the needle does not stay in the gel, so when you try to remove the needle, the needle comes out of the gel." Customer provided 4 pictures for the investigation. Physical samples have also been requested. Only comparison samples are available.

Manufacturer narrative:
(B)(4) corrections have been made. This report is a malfunction not an adverse event. Sample evaluation summary: multiple comparison samples were provided from the same lot number. These samples were subject to a visual inspection with a sampling of (B)(4) units. It was observed that the reported ¿sure loc¿ component was missing in the samples; therefore the reported failure has been confirmed. Two years of complaints were reviewed from july 1, 2014 to june 30, 2016 and trend was observed. The device history record for the lot reported was evaluated and we observed that the needle protection system (sure loc) was not included in the bill of materials provoking the missing component in the entire lot. The root cause not been determined at this time a corrective and preventative action plan has been put in place. The bill of materials has been updated to include the needle protection system. For containment action a visual aid has also been put into place for the manufacturing personnel. (B)(4).

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed.